Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle was fractured while in the body. The customer¿s blood glucose value was 153 mg/dl. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. It was reported that the needle was broken. The sensor will not be returned for analysis.